Event description:
It was reported that when the surgeon was using the reflex hybrid removal driver and the tip broke off in the screw.

Manufacturer narrative:
Method: device history review; complaint history review, risk assessment. Results: the customer event of the tip fracture of a reflex hybrid revision driver screw extractor was confirmed via visual inspection. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft and the driver must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft." Excessive tightening could also result in the deformation of the instrument distal tip. Conclusion: the root cause of the fracture is likely multifactorial.

Event description:
It was reported that when the surgeon was using the reflex hybrid removal driver and the tip broke off in the screw.